Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) had the electrical test fails # 117 (front end a/d reference failure at power up) was present. There was no patient involvement reported.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.